Manufacturer narrative:
(B)(6) . The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4).

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab), the guidewire would not pass through the inner lumen of the catheter. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane folded inside the t-handle. No blood was visible on the catheter. The guide wire was not returned for evaluation. The technician attempted to insert a laboratory 0.018¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
This event occurred on the japanese market with a transray 34cc iab which is a significantly similar device to sensation 34cc which is sold in the us. For d4: di number has been used for sensation 34cc or (B)(4), which is sold in the USA. Provided 04 lot number. 04 expiration date and h4 device manufacture date corresponding to transray device involved in the event.